Event description:
During the atrial fibrillation procedure, air was aspirated from the introducer side port after insertion into the patient. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.